Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: xience xpedition stents: 3.5x8mm, 3.25x15mm; ticagrelor, aspirin. (B)(4). There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for the patient effect. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2014, a 3.5x8mm xience xpedition stent was successfully implanted in the left main (lm) coronary artery lesion and a 3.0x15mm, and 3.25x15mm xience xpedition stents were successfully implanted in the mid left anterior descending (lad) coronary artery lesion. Post procedure, elevated troponin was noted. There was no reported treatment and the patient was discharged from the hospital that same day. On (B)(6) 2014, the patient was hospitalized for chest pain. No treatment was provided. On (B)(6) 2014, the patient experienced chest pain and dyspepsia unlikely if related to the implanted devices. There was no treatment and no hospitalization. The events resolved without sequela. There was no additional information provided.